Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The mode switch was causing a non-tracking mode. The lead remains in use, however, programming was discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead implanted: (B)(6) 2005; 419488 lead implanted: (B)(6) 2005; 407658 lead implanted: (B)(6) 2010. (B)(4).